Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a vitrectomy procedure the laser probe would not fit through the 25g trocar. The probe was exchanged to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample showed no obvious nonconformities. When the sample was inserted through a 25 gauge trocar cannula, it passed through without any noticeable resistance. The cannula¿s outer diameter was measured. With an outer diameter min/max values of 0.0200 to 0.0205 inches, the sample¿s outer diameter was measured to be 0.02020-0.02035 inches, meeting specifications. The tip was also measured using the 25ga needle length gauge per manufacturing assembly procedure (map), where the cannula and the nitinol were found to meet specifications. It should be noted that the laser probes are visually inspected during manufacturing to verify the tips are conforming. The 25 gauge illuminated flex curved laser probe was manufactured on december 5, 2017. There were 1116 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The sample was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).